Manufacturer narrative:
Additional information: medical device expiration date. H10: one sample was received. The sample was separated at the drip chamber. Further examination, under magnification, shows that the tubing does have evidence of bonding solvent, but it is not evenly distributed on the bonding surfaces. The investigation was forwarded to manufacturing for root cause analysis. After the investigation along with quality and manufacturing operations, by reviewing the picture provided by the customer the separation of tubing/drip chamber engagement can be confirmed; the root cause is a lack/partial of solvent dispense to the tubing due an incorrect insertion of the tubing to the solvent dispenser or due an functional intermittency in the solvent dispenser that did not dispense the amount of solvent required. The standard work instruction was updated to assign responsibility of the solvent operators to verify the correct function of solvent dispensers after bushing changes and cleaning guide for bushings before placing it into the production line. A device history record review for model 2420-0007 lot number 25105640 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that defective alaris tubing.